Event description:
Heli-fx endoanchors were used during urgent primary endovascular repair of an intact thoracoabdominal aneurysm. Due to the patient's anatomy, a medtronic endurant aortouniiliac (aui) endograft device was used along with chimney stents for the renal arteries and superior mesenteric artery (stent type(s) unknown). Three chimney stents were placed via left subclavian access (21fr sheath) and were oriented such that their cranial aspects were aligned together anteriorly within the patient's visceral aorta. Placement of the left renal stent was complicated by possible dissection of the artery with the guide wire (type unknown); it was later suspected that the left renal stent was placed extravascularly. Following chimney stent deployment, the main body of the aui graft was deployed and was extend with a single limb into the internal iliac artery. All four devices were simultaneously ballooned within the visceral aorta to minimize type I endoleaks in the gutter regions. Angiography demonstrated a type ia endoleak originating from the area around the left renal artery; it was determined that the chimney stent was not appropriately placed, and another stent was placed to re-route/extend the chimney into the left renal artery. Subsequent angiography revealed proper alignment of all chimney stents but the endoleak remained. At this point five endoanchors were deployed into the main body of the aui graft into the visceral aorta. Three were placed in the lateral region above the left renal artery, and two above the right renal artery. Subsequent angiography revealed a diminished, but still present type ia endoleak in the same region as before. Covered stents were placed in the left subclavian artery to repair trauma caused by the large bore sheath, and the access sites were closed. Approximately 12 hours following the procedure, the patient experienced a rupture of his aneurysm. CT confirmed a large retroperitoneal bleed in the area of the left renal artery. Because of the patient's hemodynamic instability, re-intervention was not attempted, and the patient expired.

Manufacturer narrative:
There was no alleged device malfunction or defect. It is unknown if the patient had an autopsy, and if so, if the endoanchors were explanted. No devices were returned to aptus for evaluation.